Event description:
Initial result for several assays on a pt sample were very low. The incorrect results were not used to guide treatment. The field service representative found the ise drain had clogged and overflowed into the sample. He repaired the instrument by unclogging the drain.